Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance which triggered a lead warning. It was noted that the patient had open heart valve replacement surgery several months ago and it was about that time that the chronic lead impedance trend jumped up. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.